Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32901. It was reported the patient experienced ineffective therapy. Diagnostic showed multiple contacts with high impedance and medical imaging discovered a lead fracture. In turn, patient was reprogrammed and left-sided therapy was established. No additional information is known at this time.